Manufacturer narrative:
The recipient's device was explanted. The recipient's infection has reportedly healed well.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly also experienced device extrusion.

Event description:
The recipient is reportedly experiencing an infection of the tissue surrounding the implant. Revision surgery is scheduled. Advanced bionics is in the process of gathering additional information. When additional information becomes available, a supplemental report will be submitted.